Event description:
The user facility reported that a venatech lp filter was advanced by the cardiologist. Ivc (filter) was deployed from the introducer sheath, but filter did not fully deploy. The filter lodged to the side of the icv. Numerous attempts to snare filter met without success. The filter dislodged and floated superior to the pulmonary artery (pa) position. A vascular surgeon was consulted; the surgeon was able to retrieve the filter with another snare and successfully deploy another ivc filter. No harm to pt. Product was returned to the MFR for eval. Product investigation results are not available. Attempts by the mfg rep to obtain copies of procedure films from the user facility were not successful. Without procedure films, no conclusions can be drawn. The user facility submitted a medwatch report for this event.